Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: lasso catheter, model #: unknown, lot #: unknown. Carto system, model #: unknown, serial #: unknown. Brk1 needle (non bwi). Two sl1 8.5f sheaths (non bwi). (B)(6). (B)(4). The physician¿s opinion regarding the cause of this adverse event is that the cardiac tamponade was related to transseptal puncture where no biosense webster products were used and the smart touch bidirectional catheters or lasso catheter had not yet been introduced to the patient. The injury site (between the lspv and lipv on appendage side) was not at a location of rf energy application. The physician¿s opinion is that the cardiac tamponade was related to the transseptal puncture where no biosense webster products were used. However, to be conservative, since the patient event was noted near the completion of the procedure and our ablation catheters were used in the procedure, the patient event will be reported under both smart touch bidirectional catheters.

Event description:
It was reported that a male patient in his 50¿s, underwent a atrial fibrillation (afib) procedure with a smart touch bidirectional and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. It was reported that when maneuvering the smart touch bidirectional catheter, all electrograms (body surface and intracardiac) were lost from the carto system and the ep recording system and an error message (number unknown) that mapping catheter was not available. However, the heart rhythm was available on the anesthetic monitor. The catheter was replaced with the same model and same lot number. The issue was completely resolved and the procedure continued normally. Therefore, since the heart rhythm was able to be monitored through the anesthetic monitor, this issue is not indicative of a reportable issue. Much later into the procedure, when near completion, the patient¿s blood pressure decreased and ultrasound reflected a pericardial effusion. Patient became symptomatic during the ablation phase. However, the exact time of occurrence is unknown. The effusion was drained at the time of the incident in the lab and the patient was discharged to the ward for further care. After, more fluid was drained 4 hours post op. The patient did require 1 week stay of extended hospitalization. The brk1 needle was used. Two sl1 8.5f sheaths were used. Act was monitored. However, values and parameters were not obtained. Settings during the event include: temperature cut-off 90 degrees /max impedance cutoff 250 ohms / minimum impedance cutoff 50 ohms / power cutoff: manual mode. Unsure of exact power but it was likely to have been 30 w / coolflow cutoff 50 degrees / irrigation flow setting 30 ml/min.